Event description:
It was reported that external percutaneous lead repair occurred on (B)(6) 2021. The percutaneous lead replacement was performed approximately 3 inches from the exit site. There were no noted driveline faults after the repair was completed.

Manufacturer narrative:
Section d9: a segment of the percutaneous lead was returned only. Main investigation conclusion: the evaluation of the replaced external portion of the driveline confirmed external wire damage that could have contributed to the reported driveline fault alarms captured in the submitted log files. A distal-end driveline replacement was performed on (B)(6) 2021 and approximately 19.5¿ of the external portion/distal-end of the driveline was returned for evaluation. The replaced driveline was tested for electrical continuity in the condition that it was received and found that the brown wire produced an open circuit. All remaining wires passed continuity testing. Visual inspection of the wires confirmed a complete fracture in the brown wire approximately 4.5¿ from the metal connector. The observed wire damage appeared to be the result of fatigue failure due to repetitive flexing of the driveline and abrasion against the braided shield in this area. Additional testing of the driveline was performed. Each wire was forcibly tugged on to reveal partial or total fractures of the conductors. The outer insulation of the green wire was intact, but manipulation caused the insulation of the wire to elongate and break down, approximately 10¿ from the metal connector, indicating that the inner conductors had fractured. The remaining segments of the driveline were then submerged in a saline solution for high potential testing to verify the integrity of each wire¿s insulation. This test did not reveal any additional areas of current leakage. The hmii lvas operates on a three-phase motor, where each phase is powered by two redundant wires. The system controller monitors the current in each redundant wire pair to detect open circuit conditions. When the system controller compared the current in the fractured wires to their redundant motor phase wires, the fractured inner conductors of the wires could have resulted in the reported driveline fault alarms. Furthermore, if the exposed conductors of the brown wire contacted the braided shield while operating on a tethered power source such as the power module or mobile power unit (mpu), the resulting short to ground could have resulted in alarms or interruptions in pump support. The account reported that no further alarms were observed following the external driveline repair. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The heartmate ii lvas IFU, rev. H and the heartmate ii patient handbook, rev. G are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Additionally, several sections of the hmii IFU and patient handbook warn that batteries should not be used to power the system when the patient is sleeping. These sections state that the patient must always connect to the power module for sleeping or when there is a chance of sleep, as a sleeping patient may not hear the system controller alarms. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 05jul2013. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The previous event regarding rescue tape on the driveline is reported in MFR report # 2916596-2021-02771. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that while in the clinic on the (B)(6) 2021 a driveline fault appeared upon interrogation. Although the driveline fault cleared on the monitor, the fault returned during the patient visit. The patient had known driveline repair tape on external portion of the driveline without any visible wire damage. A review of the log files found constant driveline faults; no low speed or pump stop events were noted. It was noted that using a no-ground cable had no bearing on the driveline fault. The log file also indicated the patient was sleeping battery power which is not a recommended practice. To ensure that these driveline faults are authentic the controller, it was recommended to exchange the patient's controller to either a pcx controller or a controller with a serial number greater than 50,000 if the patient could tolerate a brief pump stop. Once exchanged, it was recommended to perform 25 power cable disconnects to log some data into the controller. This was done and log files were submitted following the controller exchange. The driveline fault events returned after the exchange. X-rays showed some areas of the external portion of the driveline that appeared twisted or kinked.